Manufacturer narrative:
Findings: unit passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The drive support was inspected and no anomaly was noted. Unit received with cracked case at battery tube threads.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 300 mg/dl. The customer was treated for high blood glucose with pump and insulin shots. The customer stated that the drive support cap is flush. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 300 mg/dl. The customer stated that the drive support cap is flush. The customer doesn't recall pressing the cap while connected. Customer was advised that the device would be replaced.